Event description:
The customer tested her blood glucose and received a high reading of 478 mg/dl using her contour ts meter. She retested her glucose using her elite xl and received a reading of 129 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement products were sent to the customer.